Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the data log confirmed a firmware error code failure. Therefore, the complaint of a hardware error was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom has issued an rga for patient to return the device to be investigated. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.